Manufacturer narrative:
Additional information: d9, g3, h3, h4, h6 correction: d4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the unit did not recognize the patient interface cable, restarted by itself and displaying error. It was reported that the device showed an absence of spo2 readings, repeated monitor signal dropouts, plethysmographic pattern dropouts, and a signal dropout lasting approximately five seconds (with spo2 values in the high 90s prior to this). The monitor then turned itself off and rebooted, causing a delay in monitoring for a few minutes. Although the monitor had previously undergone several repairs and software update, the issues persisted. The reported issues were confirmed. The most likely cause was traced to a component failure and age of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use, the device showed an absence of spo2 readings, repeated monitor signal dropouts, plethysmographic pattern dropouts, and a signal dropout lasting approximately five seconds (with spo2 values in the high 90s prior to this). The monitor then turned itself off and rebooted, causing a delay in monitoring for a few minutes. Although the monitor had previously undergone several repairs and a software update, the issues persisted. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.